Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. (Expiry date: 03/2018).

Event description:
It was reported that during preparation for a biopsy the slides of the device allegedly self activated. There was no patient contact.

Event description:
It was reported that during preparation for a biopsy the slides of the device allegedly self activated. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device passed the drop test and worked properly under laboratory conditions as it was able to prime and fire 30 times without issue. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the bumpers were bent by the stylet spring. As the device functioned properly and the reported issue could not be reproduced, the investigation is unconfirmed for the reported self-activation. Although the reported self-activation could not be reproduced under laboratory conditions, the identified bent bumpers likely contributed to the identified incomplete cannula tang engagement, which in turn may have contributed to the reported self-activation. However, the definitive root cause could not be determined based upon available information. Potential contributing factors include issues related to tolerance stack up and component interference labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.